Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000163, serial/lot #: unknown. A representative went to the site to preform a system check out. It was reported that there was an imaging failure. It was noted that the batteries were low. They replaced the tray and verified voltage. The system check was completed and the system is operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure during a repair. It was reported that the site had received a critical battery error on the system. It was noted that when troubleshooting the system that tray 5 was bad and needing to be replaced. No patient was present.